Event description:
It was reported by the customer that a pyxis medstation es system hardware error, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that hardware error. The field service engineer verified that the problem was attributed to user error. The system functioned as intended after the field service engineer serviced the device.